Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a crack in the plastic of the y-site of an one-link y-type microbore catheter extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information provided in device evaluated by MFR?, device manufacture date and evaluation codes. The device was received for evaluation along with a filled non-baxter syringe, which was connected to one of the device¿s two female luers. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by manually depressing the syringe plunger, and normal flow was observed through the device. The syringe was then connected to the second female luer, and the syringe was depressed. No flow was observed through the second female luer. Microscopic inspection revealed that the female luer outlet port and tubing were blocked by solvent. The cause of the solvent block could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.